Manufacturer narrative:
The siemens headquarter support center (hsc) evaluated the instrument data and did not find an instrument malfunction. Quality controls were within range and there were no discordant results on other samples processed in the same timeframe. The customer received the sample pre-centrifuged from another site and did not re-centrifuge prior to testing the sample, so centrigation data was not available for analysis. The cause of the discordant, falsely elevated potassium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The patient was sent to an emergency room (ER) where they were retested and resulted normal. The laboratory then reran the patient sample on the same instrument and it resulted lower. The corrected result was provided to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.